Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to infection. Revision patient ID: (B)(6). Gender: m. (B)(6). (B)(4).